Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Per oos, "the device was checked 42 days post implant, and the r-waves were small and was unable to capture at maximum voltage. Two attempts were made to reposition this lead without success." The physician extracted the lead and the system was not replaced. Per biotronik representative, this lead was discarded by the hospital.